Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photo or procedural video was provided for evaluation. All inspections are conducted on 100% of units expect for product verification (pv) testing. Per procedure, during the crimp balloon trimming and final inspection, the crimp balloon features are 100% dimensionally inspected for defects. Per procedure, the inflation balloon undergoes 100% balloon dimensional and visual inspection for any defects. During final inspection, the entire device is inspected distal to proximal for device damage. During pv testing, the units are tested on a sampling basis. The delivery system is visually inspected and retrieval force system through sheath is performed. All tested units passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history was performed and revealed no other similar complaints for the reported event. A review of complaint history revealed that the occurrence rate did no exceed the april 2020 control limit for the trend category. The commander IFU, device preparation manual, and procedural training manual were reviewed for guidance involving delivery system usage. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. Note that patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU or training deficiencies were identified. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation the complaint for was unable to be confirmed as no relevant procedural imagery/cine was not provided. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. Review of DHR and lot history showed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. ¿per medical opinion, insertion and advancement of delivery system was difficult due to narrow access vessel and kyphosis.¿ review of case notes state that the patient had a minimum luminal diameter (mld) of 4.4 mm and moderately calcified and tortuous access vessel. The small vessel diameter (<5.0mm per IFU for 14f) in addition to the presence of tortuosity can create a restricted and challenging pathway during device insertion and/or retrieval. In addition, the vessel was reported to have eccentric calcium. During withdrawal of the ds, the ds balloon was likely caught on the calcium nodules causing the reported difficulty in retrieving the delivery system. In this case, available information suggests that patient factors (small vessel diameter/calcification/tortuosity) contributed to the reported event. In addition, per report, the ventricular perforation was likely caused by the guide wire during delivery system withdrawal. No manufacturing non-conformance were identified during the evaluation. No labeling/training inadequacies were identified. The occurrence rate did not exceed the april 2020 control limit for the applicable trending category; therefore, no corrective or preventative action or pra is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, a 26 mm sapien 3 valve was deployed 80:20 aortic/ventricular without difficulty. Upon withdrawal of the commander delivery system, resistance was experienced. The guide wire was held in position during delivery system withdrawal. Shortly after valve deployment, a transesophageal echocardiography (tee) showed apparent increase of pericardial effusion. Pericardial drainage was performed by pericardiocentesis. The pericardial effusion was increasing despite drainage and blood pressure decreased, thoracotomy was then performed. The inferior part of left ventricular lateral wall was found to be perforated. The perforation was fixed with a patch and the patient was placed on percutaneous cardiopulmonary support (pcps). The patient was weaned from pcps on postoperative day one and was stable. As reported, although the access vessel was narrow and eccentrically calcified, a decision was made that a transfemoral transcatheter aortic valve replacement (tavr) due to high frailty could be performed. The procedure was performed via the right femoral artery. Due to small minimum luminal diameter (mld) of a 4.4 mm and eccentric calcium, difficulty was experienced during insertion of 14 fr esheath. After carefully inserting the sheath, balloon angioplasty was performed inside the sheath. During insertion of commander delivery system, intense resistance was felt at the level of external iliac artery. Although the delivery system was inserted carefully, premature ventricular contraction (pvc) possibly due to stimulus of unstable guide wire position occurred sporadically. As hemodynamics was stable. Per report, insertion and advancement of delivery system was difficult due to narrow access vessel and kyphosis. Ventricular perforation was likely caused by guide wire during delivery system withdrawal. The patient¿s access vessel mld was 4.4 mm with moderate calcification and tortuosity. Vascular calcification distributed eccentrically. Due to kyphosis, the thoracic cavity was deformed. In addition, the patient¿s native annulus measured an area of 461.6cm2 with mild stj calcification.